Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the hex-tip on the returned instrument was confirmed to be broken. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the main cause of the breakage was determined to be the incorrect heat treatment of the torsion shaft material which resulted in embrittlement. Other identified contributing factors are: poor manufacturing leads to a weaker hex-tip, design geometry and user-error.

Event description:
Per reported event; that during procedure the wrench was broken; the tip broke.

Event description:
Per reported event; that during procedure thewrench was broken; the tip broke.

Manufacturer narrative:
The conclusion has been updated to the following: this specific lot does not fall under this scope of incorrect heat treatment. The following factors were identified during the root-cause analysis and could have contributed to the event; user-error: the surgeon applies excessive torque and/or cantilever during final tightening. Additionally, this device was in the field for a period of 4 years, so normal wear could also have contributed to the event.

Event description:
Per reported event; that during procedure the wrench was broken; the tip broke.